Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located moderately tortuous and severely calcified external iliac artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However,during inflation below the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.